Manufacturer narrative:
The axium pushwire was returned with the implant coil already detached. The pushwire was found to be bent at the proximal end. Under the microscope, the coil shield was found to be damaged. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The implant coil was then examined, and found to be stretched on the proximal end with the polypropylene filament intact; however, the detachment ball was found to be broken off from the detachment stick. The implant coil likely detached due to the break in the detachment stick at the detachment ball. It is possible that the detachment ball became lost subsequent to the successful actuation with the in-house instant detacher. All coils are 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. ¿requests were made for the return of the device, but no correspondence has been received regarding the device.¿ the lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during the coiling of a ccf (carotid cavernous fistula) located in the left ica (internal carotid artery), it was reported the axium coil prematurely detached in the rhv (rotating hemostatic valve). The procedure was completed with other axium coils. No patient injury was reported as a result of the procedure.